Event description:
It was reported that this pacemaker had intermittent undersensing during atrial fibrillation (af). The patient experienced a syncopal episode earlier that did not have any corresponding events recorded. There were no out of range measurements observed. The pacemaker remains in service. No additional adverse patient effects were reported.